Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the customer had worn the infusion set past the labeling timeframe. The customer administered a manual injection of humalog. The customer declined further troubleshooting and stated that the event occurred due to use error.